Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure: uterine cavity"), embedded device ("echo chetek structure is in the uterine myometrium in the right uterine fundus resembling an essure") and uterine haemorrhage ("uterine bleeding") in a 22-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right tube was not satisfactory at the time of essure procedure" on (B)(6) 2009. The patient's past medical history included placenta previa, cesarean section, premature delivery, vaginal pain, kidney stone and d & c on (B)(6) 2015. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included oxycocet (percocet) from (B)(6) 2009 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with genital haemorrhage, pelvic pain and abdominal pain, embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysteroscopy, dilation and curettage, removal of the essure device from the uterine cavity). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device and weight increased outcome was unknown and the uterine haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, headache and vaginal discharge had not resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, migraine, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff had to undergo surgical removal of the device as result in or around (B)(6) 2015 and (B)(6) 2015. As per medical record, on (B)(6) 2009, she applied the essure on the left side, it was fine. On the right side, however, there was difficulty to get into the tube, due probably to some spasm in the tube. However, applied the essure there, but it was not satisfactory. After the application of the tube, there were multiple coils within the cavity, more than 5 or 6 of them and it looks like it was not satisfactory. However part of the essure was still within the isthmic portion of the tube, they were hopeful this would be enough. On (B)(6) 2015 she had d&c, hysteroscopy, removal of the essure device from the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Results of essure confirmation test: unilateral occlusion (left tube occluded), malposition of essure device. Essure placement in right tube was not satisfactory. Ultrasound on (B)(6) 2015 suggested that the essure coil was protruding into the endometrial cavity in the right uterine fundus. On (B)(6) 2015, us pelvic scan, impression: left ovary was normal. Right ovary was slightly enlarged. Echo chetek structure was in the uterine myometrium in the right uterine fundus resembling an essure. On (B)(6) 2016, CT abdomen/pelvis, (discrepant date provided) impression: no hydronephrosis or radiopaque obstructing stone. Radiopaque 5 mm nonobstructing stone in the lower pole the right kidney. Markedly circumferentially thickened/edematous and faintly enhancing urinary bladder wall, suggesting cystitis; the bladder was essentially empty. Left ovarian cyst. Small amount of free fluid in the right pelvic cul-de-sac. Bilateral radiopaque essure fallopian tube implants. Follow-up pelvic sonogram is recommended to exclude ovarian torsion, as clinically indicated. No evidence of abdominal aortic aneurysm. Non-calcific mural thrombus extends for a length of 3.0 cm along the posterior lateral right wall of the distal abdominal aorta, narrowing the aortic lumen at the distal aorta measures 1.5 cm in diameter. The enhancing lumen measures 0.9 cm. The stomach was markedly distended with debris. Retained fecal material throughout most of the colon. Current weight as of (B)(6) 2018: 140 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure: uterine cavity"), embedded device ("echo chetek structure is in the uterine myometrium in the right uterine fundus resembling an essure") and uterine haemorrhage ("uterine bleeding") in a 22-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right tube was not satisfactory at the time of essure procedure" on (B)(6) 2009. The patient's past medical history included placenta previa, cesarean section, premature delivery, vaginal pain, kidney stone and d & c on (B)(6) 2015. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included oxycocet (percocet) from (B)(6) 2009 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge"). In july 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In october 2009, the patient experienced weight increased ("weight gain"). In june 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with genital haemorrhage, pelvic pain and abdominal pain, embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysteroscopy, dilation and curettage, removal of the essure device from the uterine cavity). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device and weight increased outcome was unknown and the uterine haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, headache and vaginal discharge had not resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, migraine, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff had to undergo surgical removal of the device as result in or around (B)(6) 2015 and (B)(6) 2015. As per medical record, on (B)(6) 2009, she applied the essure on the left side, it was fine. On the right side, however, there was difficulty to get into the tube, due probably to some spasm in the tube. However, applied the essure there, but it was not satisfactory. After the application of the tube, there were multiple coils within the cavity, more than 5 or 6 of them and it looks like it was not satisfactory. However part of the essure was still within the isthmic portion of the tube, they were hopeful this would be enough. On (B)(6) 2015 she had d&c, hysteroscopy, removal of the essure device from the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Results of essure confirmation test: unilateral occlusion (left tube occluded), malposition of essure device. Essure placement in right tube was not satisfactory. Ultrasound on (B)(6) 2015 suggested that the essure coil was protruding into the endometrial cavity in the right uterine fundus. On (B)(6) 2015, us pelvic scan, impression: left ovary was normal. Right ovary was slightly enlarged. Echo chetek structure was in the uterine myometrium in the right uterine fundus resembling an essure. On (B)(6) 2016, CT abdomen/pelvis, (discrepant date provided) impression: no hydronephrosis or radiopaque obstructing stone. Radiopaque 5 mm nonobstructing stone in the lower pole the right kidney. Markedly circumferentially thickened/edematous and faintly enhancing urinary bladder wall, suggesting cystitis; the bladder was essentially empty. Left ovarian cyst. Small amount of free fluid in the right pelvic cul-de-sac. Bilateral radiopaque essure fallopian tube implants. Follow-up pelvic sonogram is recommended to exclude ovarian torsion, as clinically indicated. No evidence of abdominal aortic aneurysm. Non-calcific mural thrombus extends for a length of 3.0 cm along the posterior lateral right wall of the distal abdominal aorta, narrowing the aortic lumen at the distal aorta measures 1.5 cm in diameter. The enhancing lumen measures 0.9 cm. The stomach was markedly distended with debris. Retained fecal material throughout most of the colon. Current weight as of (B)(6) 2018: 140 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure: uterine cavity"), embedded device ("echo chetek structure is in the uterine myometrium in the right uterine fundus resembling an essure") and uterine haemorrhage ("uterine bleeding") in a 22-year-old female patient who had essure (batch no. 628445, 828192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included placenta previa, cesarean section, premature delivery, vaginal pain, kidney stone and d & c on (B)(6) 2015. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included oxycocet (percocet) from (B)(6) 2009 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge") and device deployment issue ("right tube was not satisfactory at the time of essure procedure"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with genital haemorrhage, pelvic pain and abdominal pain, embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysteroscopy, dilation and curettage, removal of the essure device from the uterine cavity). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, weight increased and device deployment issue outcome was unknown and the uterine haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, headache and vaginal discharge had not resolved. The reporter considered device deployment issue, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, migraine, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff had to undergo surgical removal of the device as result in or around (B)(6) 2015 and (B)(6) 2015. As per medical record, on (B)(6) 2009, she applied the essure on the left side, it was fine. On the right side, however, there was difficulty to get into the tube, due probably to some spasm in the tube. However, applied the essure there, but it was not satisfactory. After the application of the tube, there were multiple coils within the cavity, more than 5 or 6 of them and it looks like it was not satisfactory. However part of the essure was still within the isthmic portion of the tube, they were hopeful this would be enough. On (B)(6) 2015she had d&c, hysteroscopy, removal of the essure device from the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Results of essure confirmation test: unilateral occlusion (left tube occluded), malposition of essure device. Essure placement in right tube was not satisfactory. Ultrasound on (B)(6) 2015 suggested that the essure coil was protruding into the endometrial cavity in the right uterine fundus. On (B)(6) 2015, us pelvic scan, impression: left ovary was normal. Right ovary was slightly enlarged. Echo chetek structure was in the uterine myometrium in the right uterine fundus resembling an essure. On (B)(6) 2016, CT abdomen/pelvis, (discrepant date provided). Impression: no hydronephrosis or radiopaque obstructing stone. Radiopaque 5 mm nonobstructing stone in the lower pole the right kidney. Markedly circumferentially thickened/edematous and faintly enhancing urinary bladder wall, suggesting cystitis; the bladder was essentially empty. Left ovarian cyst. Small amount of free fluid in the right pelvic cul-de-sac. Bilateral radiopaque essure fallopian tube implants. Follow-up pelvic sonogram is recommended to exclude ovarian torsion, as clinically indicated. No evidence of abdominal aortic aneurysm. Non-calcific mural thrombus extends for a length of 3.0 cm along the posterior lateral right wall of the distal abdominal aorta, narrowing the aortic lumen at the distal aorta measures 1.5 cm in diameter. The enhancing lumen measures 0.9 cm. The stomach was markedly distended with debris. Retained fecal material throughout most of the colon. Current weight as of 12-mar-2018: 140 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 12-mar-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Essure start date updated from (B)(6) 2009 to (B)(6) 2009. Event medical device removal was replaced with device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, uterine haemorrhage, vaginal discharge, weight increased and device deployment issue. Embedded device extracted from mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('echo chetek structure is in the uterine myometrium in the right uterine fundus resembling an essure'), device expulsion ('migration of essure: uterine cavity/ migration of essure device into uterine fondus') and uterine haemorrhage ('uterine bleeding') in a 22-year-old female patient who had essure (batch no. 628445, 628192, 828192-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right tube was not satisfactory at the time of essure procedure" on (B)(6) 2009. The patient's medical history included d & c on (B)(6) 2015, placenta previa, cesarean section, premature delivery, vaginal pain and kidney stone. Concurrent conditions included dysfunctional uterine bleeding and depression. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2009 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with genital haemorrhage, pelvic pain and abdominal pain. On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysteroscopy,dilation and curettage,removal of the essure device from uterine cavity,hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown and the uterine haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, headache and vaginal discharge had not resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, migraine, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff had to undergo surgical removal of the device as result in or around (B)(6) 2015. As per medical record, on (B)(6) 2009, she applied the essure on the left side, it was fine. On the right side, however, there was difficulty to get into the tube, due probably to some spasm in the tube. However, applied the essure there, but it was not satisfactory. After the application of the tube, there were multiple coils within the cavity, more than 5 or 6 of them and it looks like it was not satisfactory. However part of the essure was still within the isthmic portion of the tube, they were hopeful this would be enough. On (B)(6) 2015 she had d&c, hysteroscopy, removal of the essure device from the uterine cavity. Healthcare provide said that essure placement in right tube was not satisfactory. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Results of essure confirmation test: unilateral occlusion (left tube occluded), malposition of essure device. Essure placement in right tube was not satisfactory. Ultrasound on (B)(6) 2015 suggested that the essure coil was protruding into the endometrial cavity in the right uterine fundus. On (B)(6) 2015, us pelvic scan, impression: left ovary was normal. Right ovary was slightly enlarged. Echo chetek structure was in the uterine myometrium in the right uterine fundus resembling an essure. On (B)(6) 2016, CT abdomen/pelvis, (discrepant date provided) impression: no hydronephrosis or radiopaque obstructing stone. Radiopaque 5 mm nonobstructing stone in the lower pole the right kidney. Markedly circumferentially thickened/edematous and faintly enhancing urinary bladder wall, suggesting cystitis; the bladder was essentially empty. Left ovarian cyst. Small amount of free fluid in the right pelvic cul-de-sac. Bilateral radiopaque essure fallopian tube implants. Follow-up pelvic sonogram is recommended to exclude ovarian torsion, as clinically indicated. No evidence of abdominal aortic aneurysm. Non-calcific mural thrombus extends for a length of 3.0 cm along the posterior lateral right wall of the distal abdominal aorta, narrowing the aortic lumen at the distal aorta measures 1.5 cm in diameter. The enhancing lumen measures 0.9 cm. The stomach was markedly distended with debris. Retained fecal material throughout most of the colon. Current weight as of (B)(6) 2018: 140 lbs. Lot number 828192 is not valid. Lot number: 628192, manufacturing date: 2008/09, expiration date: 2011/09. Lot number: 628445, manufacturing date: 2008/12, expiration date: 2011/12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('echo chetek structure is in the uterine myometrium in the right uterine fundus resembling an essure'), device expulsion ('migration of essure: uterine cavity/ migration of essure device into uterine fondus') and uterine haemorrhage ('uterine bleeding') in a 22-year-old female patient who had essure (batch no. 628445, 628192, 828192-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right tube was not satisfactory at the time of essure procedure" on (B)(6) 2009. The patient's medical history included d & c on (B)(6) 2015, placenta previa, cesarean section, premature delivery, vaginal pain and kidney stone. Concurrent conditions included dysfunctional uterine bleeding and depression. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) from 27-feb-2009 to 16-nov-2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with genital haemorrhage, pelvic pain and abdominal pain. On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysteroscopy,dilation and curettage,removal of the essure device from uterine cavity,hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown and the uterine haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, headache and vaginal discharge had not resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, migraine, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff had to undergo surgical removal of the device as result in or around (B)(6) 2015 and (B)(6) 2015. As per medical record, on (B)(6) 2009, she applied the essure on the left side, it was fine. On the right side, however, there was difficulty to get into the tube, due probably to some spasm in the tube. However, applied the essure there, but it was not satisfactory. After the application of the tube, there were multiple coils within the cavity, more than 5 or 6 of them and it looks like it was not satisfactory. However part of the essure was still within the isthmic portion of the tube, they were hopeful this would be enough. On (B)(6) 2015 she had d&c, hysteroscopy, removal of the essure device from the uterine cavity. Healthcare provide said that essure placement in right tube was not satisfactory. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Results of essure confirmation test: unilateral occlusion (left tube occluded), malposition of essure device. Essure placement in right tube was not satisfactory. Ultrasound on (B)(6) 2015 suggested that the essure coil was protruding into the endometrial cavity in the right uterine fundus. On (B)(6) 2015, us pelvic scan, impression: left ovary was normal. Right ovary was slightly enlarged. Echo chetek structure was in the uterine myometrium in the right uterine fundus resembling an essure. On (B)(6) 2016, CT abdomen/pelvis, (discrepant date provided) impression: no hydronephrosis or radiopaque obstructing stone. Radiopaque 5 mm nonobstructing stone in the lower pole the right kidney. Markedly circumferentially thickened/edematous and faintly enhancing urinary bladder wall, suggesting cystitis; the bladder was essentially empty. Left ovarian cyst. Small amount of free fluid in the right pelvic cul-de-sac. Bilateral radiopaque essure fallopian tube implants. Follow-up pelvic sonogram is recommended to exclude ovarian torsion, as clinically indicated. No evidence of abdominal aortic aneurysm. Non-calcific mural thrombus extends for a length of 3.0 cm along the posterior lateral right wall of the distal abdominal aorta, narrowing the aortic lumen at the distal aorta measures 1.5 cm in diameter. The enhancing lumen measures 0.9 cm. The stomach was markedly distended with debris. Retained fecal material throughout most of the colon. Current weight as of (B)(6) 2018: 140 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Lot number.828192 is invalid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : additional lot number added. Events added-vaginal haemorrhage, menorrhagia. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: plaintiff had to undergo surgical removal of the device and/or a hysterectomy, as result in or around (B)(6) 2015. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint: company causality comment this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion during (B)(6) 2009 and underwent surgical removal of the device in or around may (B)(6) 2015. In this case, limited information was provided regarding the indication for device removal. The case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented plaintiff had to undergo surgical removal of the device and/or a hysterectomy, as result in or around (B)(6) 2015. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion during (B)(6)2009 and underwent surgical removal of the device in or around (B)(6) 2015. In this case, limited information was provided regarding the indication for device removal. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow up information will be obtained through the litigation process.